Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker pro access and dissector system. The visual inspection of the returned product noted that the obturator top was disengaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the obturator was hard to insert into the trocar and it was too tight. In addition, the device was broken so easily. There was no patient involvement.